Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was born in (B)(6). Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: a wallflex biliary delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath stretched out in the guidewire access sheath (gas) section. No other issues were noted to the delivery system. The reported event of stent prematurely deployed was not confirmed. The damage noted on the delivery system may have been a result of excessive force applied during the procedure. Taking all available information into consideration, the investigation concluded that the reported event of stent prematurely deployed and the observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope, and/or the anatomy of the patient, limited the performance of the device and contributed to the stent premature deployment. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex biliary fully covered rmv stent was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent prematurely deployed which resulted to the stent being deployed in an incorrect location. The stent was removed and another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was born in (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 07, 2020 that a wallflex biliary fully covered rmv stent was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent prematurely deployed which resulted to the stent being deployed in an incorrect location. The stent was removed and another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.